Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that gel air bubbles were found with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "air bubbles in gel."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, evaluation of the customer samples was performed and gel air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that gel air bubbles were found with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter. "Air bubbles in gel."